Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction. This is a notification that zoll medical corporation has overlooked error message "ECG fault 7", resulting in the risk of disabling the defibrillation function for the device. Zoll medical corporation is reviewing similar reports and re-evaluating reportability based on this information. This report is being submitted subsequently as a result of our review.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.